Manufacturer narrative:
Device evaluation: the device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
Info was received that reported a patient was hospitalized in 2008 due to an incident of diabetic ketoacidosis. The reporter stated, the patient became ill and was vomiting. Prior to admit, the patent's blood glucose was 250-290 mg/dl. She was admitted to the ER with a blood glucose >400, and diagnosed with diabetic ketoacidosis. She was treated with IV insulin and fluids. The device will be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.